Event description:
On (B)(6) 2012, a nurse contacted lifescan (lfs) in behalf of the lay user/patient alleging that the patient was having difficulty obtaining a blood sample using her onetouch delica lancing device. The reporter claimed the lancet was not fully penetrating. The mss briefly spoke with the patient during a follow-up call; however, the patient did not recall what the lancing device issue was. The reporter's phone number was not provided. Therefore, this complaint was classified based on the customer care advocate (cca) documentation the reporter informed the cca that the alleged lancing device issue began on the evening of (B)(6) 2012. It was noted that the patient manages her diabetes with humalin 70/30 insulin. It is not known if the patient discontinued testing her blood glucose as a result of the alleged issue. It is also not known if the patient made any changes to her usual diabetes management regimen due to the alleged issue. The reporter stated that approximately 1 month after the alleged issue started, the patient developed symptoms of "blurry feeling in head, difficulty with her vision and tingling in her fingers." It is not known if the patient associated the symptoms with a high or low blood glucose or if she received medical treatment in response to the symptoms. It was noted that the patient contacted her hcp on (B)(6) 2012 and (B)(6) 2012 and was advised to "warm her hands prior to testing." At the time of troubleshooting, the cca noted that patient was using the correct lancet; however, the reporter (nurse) felt a larger lancet would work better for the patient. The alleged lancing device issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient developed symptoms that could be suggestive of a serious injury after the alleged lancing device issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.